Manufacturer narrative:
The customer reported failure of the op-check for pads/paddles with associated status log entries. The device was evaluated at philips, and the symptom was confirmed. This was a failure of the therapy pca. The therapy pca was replaced, and the problem was resolved.

Event description:
The customer reported failure of the op-check for pads/paddles with associated status log entries.